Event description:
The customer reported to customer service that the power supply for her pump has exposed wires. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up, the customer indicated that she witnessed sparking at the exposed wires on the strain relief, but did not see smoke or fire and that there was no breach in the transformer housing. She also indicated that the replacement power supply is working without issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been received from the customer. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint has not yet been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.